Event description:
It has been reported when attempting the battery insertion test, the test starts well but the loudspeaker sizzles. This makes the instructions inaudible and the information given by the information button as well.